Manufacturer narrative:
Date of event estimated. Correction - section b5 - correction of when ipg was recovered . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
The ipg was recovered on (B)(6) 2024.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient programs were missing, and that the patient underwent an rfa surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external devices. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient lost therapy. Surgical intervention may take place at a future date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received stating troubleshooting took place where therapy was restored with new programs.